Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Spontaneous echo contrast (sec) was noted at the time of implant. At the 6-month follow-up transesophageal echo (tee) on (B)(6) 2021, a non-mobile, layered thrombus on the surface of the watchman device on the atrial side was noted. No additional information is known at this time.